Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a device changeout, the right ventricular lead defibrillation coil exhibited an abnormal impedance of more than 200 ohms. The lead was not replaced because the patient no longer requires ventricular tachycardia detection. The pace / sense portion of the lead is still in use. No patient complications have been reported as a result of this event.